Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient experienced nausea, vomiting and dehydration. The patient noted that the cgm and bg values were 50 points off but did not recall specific values for either. The patient was presented to the emergency department and was hospitalized for a day and a half where he was treated for diabetic ketoacidosis with IV insulin and IV fluids. The patient recovered after treatment. There was no additional documentation of further medical intervention. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 50 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.